Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator was alarming with a red screen. There was no harm or injury reported. The ventilator was evaluated by a third party field service engineer and the customer's complaint was confirmed. A ventilator inoperative code was observed in the downloaded event log and the device was failing a test step. The device's system board and flow sensor needs replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator was alarming with a red screen. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.